Event description:
It was reported one year status post a laparascopic adjustable band procedure, it was noted that the gastric band became unbuckled. This was discovered during a routine fill. The band was re-buckled without incident. During the procedure, stomach adhesions were identified and lysed. The band was completely deflated and reinflated at the completion of the procedure. The patient is fine.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis. Band remains implanted.